Event description:
It was reported that during a hand assisted laparoscopic anterior resection; converted to open procedure, the device misfired. It was not reported how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned in good visual condition and with an ecr60b partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what does misfire mean? Only stapled half-way across tissue. Was the procedure converted to open due to the device? No. Was the device able to be fired? It misfired. Did the device not complete the firing? Yes. Did the device deploy staples? Half. Were the deployed staples formed completely? No. Did the device complete the cut line? No. Which firing did the event occur? 1st. What color cartridge was being used? White. Where were they firing on tissue? Omentum. Was there an issue with closing or opening the device? No. Was buttressing material being used? No. How was the case completed? Opened a non-powered echelon. Did the event alert the patients post-operative care? No. What is the current status of the patient? Don¿t know.